Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for routine follow-up, r-wave measurements were observed to have declined since the last check up. Hv impedance slightly increased since implant. It is recommended to use chest x-rays to find the cause. A possible cause is dry pocket or encapsulation of the device. The physician decided to just observe the lead for now. The patient will continue to be monitored and return to the clinic in three months.